Event description:
The clinic reported that a laser vision correction patient presented with corneal ectasia in the right eye approximately 4 years after their laser surgery. The topographies also revealed irregular astigmatism. The patient's uncorrected vision was 20/50 in the right eye and 20/30 in the left eye. The patient is correctable to 20/20 in each eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not request or require field service or clinical support. Placeholder.